Event description:
It was reported the patient had a hip replacement where the device was not placed in surgery mode. Patient's system is also unable to enter MRI mode due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the ipg and lead were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.